Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used in a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. According to the complainant, during the procedure, while they attempted to grab the wire using a retrieval snare, the loop wire on the end of the snare was broken. Nothing detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.